Manufacturer narrative:
(B)(4). Medical product: vanguard cr ilok femoral catalog # 183026 lot # unknown; vanguard bearing catalog # 189044, lot # unknown; biomet I-beam tray catalog # 141222, lot # unknown; series a patella catalog # 184764, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06494; 0001825034-2018-06495; 0001825034-2018-06496; 0001825034-2018-06498. Device remains implanted in patient.

Event description:
It was reported a patient underwent initial left total knee arthroplasty. Patient underwent I&d due to wound dehiscence and infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.